Event description:
It was reported that the surgeon is fairly new at using the epiphany injector with this lens and twice he attempted to insert a lens in this patient and the haptic got stuck and tore. There was no patient contact. The reporter stated the event was likely due to a user's error since the third lens was implanted perfectly. See MFR report# 2023826-2011-01029.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4): evaluation - visual inspection of the returned lens showed it was returned in liquid and a haptic was torn off and missing. (B)(4)